Event description:
According to the reporter, 8 days postoperatively of cesarean section due to fetal distress and stagnation of fetal head descent, the parturient found that the skin incision was exuding and went to the obstetrics clinic for treatment. The examination found that the suture of the surgical incision was not absorbed and one stitch was broken. It was noted that it was recommended to be hospitalized for debridement and suture treatment, but instead the parturient went for outpatient treatment such as cleaning, disinfection, changing dressings, and traditional medicine physiotherapy for 10 days, and the incision was gradually healed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.